Event description:
Per the clinic, the patient underwent a surgical procedure to replace the 9mm abutment with a 10mm abutment. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.the implanted device remains.

Manufacturer narrative:
It was reported that the patient was placed under general and local anesthesia in an or to replace the abutment. Revision of tissue around the implant side has been performed during the same surgery.this report is filed december 6, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.